Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that the pressure transducer test failed. The device failed to meet its specifications, it has not been used at the time of the event. There have been no adverse event sustained as a result of the issue. Based on the information collected to date, the provided problem description and the inspection of the device conducted by the technician, it has been clarified that initially claimed malfunction of pressure transducer pcb and pressure transducer test failure has been resolved by replacing monitoring pcb. There were no need to replace pressure transducer board. The decision had been made based on initial information that pressure transducer board require replacement and as defect of that part might have underlying causes which represent a reportable event. In the further process of complaint handling it has been identified, that the issue was related however to monitoring board - will not affect ventilation as that board is only used for monitoring purpose. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).